Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found unit flow rate was out of specification. No leak was noted during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection the control unit, dyonics 25 was pumping out of it. The flow rate was reading .9 lpm when the valve was closed. There was a back-up device available and no delay was reported. There was no patient involvement. As per investigation results, excess of flow was found.